Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead noted appropriate measurements through the pacing system analyzer (psa), but loss of capture and pacing impedance measurements greater than 2,000 ohms were noted when the lead was connected to the device. The helix deployment was verified and the lead was repositioned. After each repositioning, the measurements were appropriate, but would deteriorate. As a result, a new rv lead was successfully implanted. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that this device was explanted as it was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.